Event description:
It was reported that the ilet app and ilet pump displayed three dashes and did not show blood glucose values while the dexcom app showed readings, and a separate report noted intermittent loss of sensor connection with a plan to wait for reconnection. Symptoms included hypoglycemia with a reported lowest glucose of 41 mg/dl and no reported loss of consciousness or other acute effects. Outcomes included a low-glucose event lasting approximately two hours that was self-treated without medical intervention or assistance. Investigation included troubleshooting and user education regarding connection and pairing. Investigation of this case revealed a temporary connection issue between the cgm and the ilet display functions, with cgm alerts reportedly active. It was concluded that the event involved hypoglycemia during a period when the ilet was not displaying cgm data, with user correction using oral glucose and no further clinical impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.